Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch# (B)(4): device code 2983 was removed.

Event description:
Additional information received: it was reported a transcatheter aortic valve implantation interventional procedure was performed in a calcified common femoral artery. A proglide device was introduced to a 8f sheath, however, it "misfired". A second device was obtained and deployed and the sheath size was upsized to 16f. The second device "probably" achieved hemostasis. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medwatch# (B)(4).

Event description:
User facility medwatch report received that states: device was introduced to the sheath, however would not deploy. Second device obtained and deployed. Additional information received: it was reported a transcatheter aortic valve implantation interventional procedure was performed. A proglide device was introduced to a 8f sheath, however, would not deploy. A second device was obtained and deployed and the sheath size was upsized to 16f. No additional information was provided.